Event description:
The hospital's biomed reported that the unit stopped delivering pressure and produced a noise. The device was delivering therapy to a patient at the time of the reported event. The patient was transferred to an alternate ventilator without harm or injury noted. The unit was evaluated by the biomed who reported that the unit alarmed and displayed an unknown error message. The remote service engineer (rse) advised the customer that the bipap focus has reached its end of life and philips no longer offers service for this device. The rse also advised that parts may be limited or unavailable. The biomed acknowledged the end-of-life letter provided by the rse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information; however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.